Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a kinked conductor wire at the yaw pulley. The conductor wire is exposed as a result. The insulation is damaged. The instrument passed the continuity test. Components adjacent to this kinked wire do not show damage.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument insulation over the wire was noted to be broken.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.